Event description:
The nurse reported the vitrectomy probe would not cut. The surgeon switched out the probe and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The nurse will send in the probe for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).